Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the heater bag line of a homechoice cassette disconnected from the cycler bag during drain of automated peritoneal dialysis (pd)therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.